Manufacturer narrative:
(B)(4). This is report 1 of 1 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893149 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The nurse confirmed the patient was diagnosed and hospitalized for peritonitis. The cause was due to the patient dropping the patient line on the floor and connecting to the pd set-up and performing therapy. The pd nurse did not have any culture results available at the time of the call. The patient was retrained on how to perform proper pd therapy and has recovered from this event of peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. The patient remained hospitalized. At the time of this report, the patient had not recovered from this peritonitis event.